Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.